Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown when device malfunctioned and when nonunion started. Other UDI: (01) unknown (10) lot unknown, UDI is unavailable. This report is for unknown (2) 3.5 mm cortex screws/unknown lot number. Original implant date is unknown. Concomitant medical devices: 3.mm lcp extra-articular distal humerus plate (part 02.104.010, lot 5714019, quantity 1), 3.5mm cortex screws (part number unknown, lot number unknown. Quantity 2), 3.5 mm locking screws (part number unknown, lot number unknown, quantity 2). Therapy dates: unknown. PMA / 510k#: unknown. The complaint indicated that the patient had a non-union of the humerus and three unknown locking screws break post-op requiring additional surgical intervention. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2017 due to nonunion of the humerus and three broken locking screws. Previously, the patient has had three surgeries on this arm for unknown reasons. It is unknown when the three previous surgeries occurred and what devices were implanted or used related to those three surgeries. Approximately 2-3 months ago the patient was implanted with synthes plate and screws which resulting in a fourth revision. This complaint captures the fourth revision. It was reported that approximately 20 broken screws (unknown manufacturers) are retained in the humerus bone from the previous surgeries. During the procedure three (3) synthes broken locking screw heads were removed, however partial shafts remain in the patient. Two (2) synthes cortex screws, two (2) other cortex screws, and a 3.5 mmm locking compression extra-articular distal humerus plate was removed fully intact. Vivagen was also used and failed. The surgeon detected very poor soft tissue surrounding the non-union and almost no blood supply to the humerus bone. The patient required an allograft (removing 3-4 inches of the humerus and taking 5-6 inches of the tibia and using as a allograft) as well as a vascular transfer. It is unknown if the allograft was part of the surgical plan or additional intervention. The patient was revised with the same size synthes plate, cortex and locking screws. The sales consultant became aware of the three previous surgeries on (B)(6) 2017. The current surgery (revision #4) was successfully completed with no delay. The patient was stable following surgery. This complaint is for one device. Concomitant medical devices: 3.mm lcp extra-articulat distal humerus plate (part 02.104.010, lot 5714019, quantity 1), 3.5mm cortex screws (part number unknown, lot number unknown. Quantity 2), 3.5 mm locking screws (part number unknown, lot number unknown, quantity 2). This report is 1 of 1 for (B)(4).